Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The customer stated all levels of quality control (qc) were performing within the laboratory's established ranges. Assay calibration, performed on (B)(6) 2013, passed within specifications. Routine system check, performed on (B)(6) 2013, also passed within specifications. The patient's sample was collected in greiner serum tube and centrifuged at 3,000 g (relative centrifugal force) for ten minutes, at room temperature. The sample was a full collection and normal in appearance. A definitive cause of the incident is unknown.

Event description:
The affiliate reported the customer alleged false positive troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay utilized in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. Subsequent analysis of the patient¿s sample in duplicate, on the same instrument, recovered lower results within the normal reference range. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. An amended report was issued to the hospital.